Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the physical evaluation results of the device, the device history record (DHR) review and legal manufacturer investigation. As a result of the DHR review, it was confirmed there was no abnormality in manufacturing, concession, and variation. The malfunction is not caused by design. The olympus scope was sent to an independent laboratory for culture testing. The endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. The scopes distal end and elevator mechanism tested positive for corynebacterium species. Olympus performed a visual inspection on the received condition. The biopsy channel was inspected with an olympus fiberscope, which was inserted into the channel starting at the distal end side. It was verified there are no damages, stains or any other anomalies within the channel. Additionally, there are no signs of foreign material on the exterior of the complaint device. The last service event for this complaint device was on (B)(6) 2021. The image was found off center and low angulations and the bending cover section had cracked adhesive. A definitive root cause was not identified. Based on the available information, the legal manufacturer could not determine if the subject scope and the infection had relevance or not. The fungus (exophiala lecanii-corni) from the patients after using the subject scope was not detected when the subject scope was cultured by the independent laboratory. As a result of checking the subject scope, there was a damage in the control unit. However, no defect was found in the patient insertion section (including channel). The instruction manual includes the following descriptions. Chapter 5 reprocessing: general policy 5.3 precautions warning all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. It has been sequestered at the facility for internal investigation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00322.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: abnormal CT scan, showing mediastinal as well as hilar lymphadenopathy) using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic light growth beta hemolytic streptococci, group f light growth diptheroides, fungal culture: exophiala lecanii-corni. (B)(6) 2020. Patient was seen by pulmonologist to follow-up on bronchoscopy procedure-no issues or symptoms reported by patient. (B)(6) 2021-patient was seen by pulmonologist for 4-month follow-up: pulmonary function tests (pfts) were within normal limits. Patient complaints of chest tingling, thought to be possibly caused by sleep apnea. (B)(6) 2021-seen by pulmonologist-no new complaints. Chest tingling (unrelated-following up with cardiology. No shortness of breath, wheezing, or hemoptysis. The patient was not treated with antifungals at anytime during the course of these events. The patient's current description is described as : no new complaints, at respiratory baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated